Event description:
Surgeon reported ongoing issues with the 35w stapler product. Concern that the manufacturer doesn't list the "gap to closure ratio" which leads that patient more at risk for tissue damage and a surgical site infection. Surgeon requests that the manufacturer be made aware of this to correct.

Event description:
Surgeon reported ongoing issues with the 35w stapler product. Concern that the manufacturer doesn't list the "gap to closure ratio" which leads that patient more at risk for tissue damage and a surgical site infection. Surgeon requests that the manufacturer be made aware of this to correct.